Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when analysis is complete.

Event description:
Boston scientific received information that this system exhibited increased threshold and pacing impedance measurements on the right ventricular(rv) channel. A revision procedure was performed and this lead was removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead had been severed in two segments at 11cm from the is-pin. Additionally, calcified body fluid was observed on the proximal and distal shocking coils and also a trace on the mesh tip screen. Resistance testing was performed which confirmed the electrical continuity of the lead. Laboratory engineers stated that impedance measurements could have been affected by the calcification depending on how much was on the lead prior to explant. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.